Event description:
Patient stated both batteries and charger are not working. They have tried everything with both garments and the light on the monitor remains yellow during reboot and does not proceed. The inability to fully boot up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.